Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a right atrial (ra) lead sensing was very low. It was noted the lead dislodged more than ten times during the implant procedure. It was noted the myocardial tissue in the right atrium was very dilated and potentially lead to the positioning difficulty. The lead was not implanted. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.